Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg would not communicate with any external devices following an unrelated surgical procedure during which the ipg was not set to surgery mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery.

Event description:
Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.